Event description:
In 2010, the customer obtained an erroneously elevated thyroid-stimulating hormone (tsh) result, above the normal reference range, generated by the unicel dxi 800 access immunoassay system for one patient. The patient was diagnosed as having a hypothyroid condition and was treated with eutirox. When it was determined the patient "did not respond" to the treatment, repeat testing was performed on an alternate methodology which produced "normal" tsh results. A patient sample was sent into customer product line support (cpls) for investigational testing. Cpls heterophile testing demonstrated the presence of interfering substance since at least one of the heterophile blockers used in the test significantly lowered the signal. Additional information regarding changes to patient treatment has not been supplied to date.

Manufacturer narrative:
Sample collection device and pre-analytical sample handling information was not provided. Qc and system check data have not been supplied to date. Service information has not been supplied to date. A patient sample interferant is the root cause of this event.